Event description:
It was reported that the insulin pump alarmed button error in a previous event and that the customer experienced high blood glucose levels and a skin infection. The blood glucose reading was 352 mg/dl. The customer declined troubleshooting for high blood glucose and the infection at site. She contacted her doctor over the last 3 weeks. Advised return of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.